Event description:
After exchanging the device, internal defibrillation was no longer possible. The patient had survived 30 external shcoks and resuscitation (50 min). The device was explanted and interrogated by our field service personnel; shock impedance <25 ohms, charge time >20 seconds, energy >30j. Sparkover traces can be seen on the ICD housing.